Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to find the ilet display screen cracked, and the touchscreen controls were nonfunctional, preventing a supply change after the insulin cartridge ran out; a replacement device was arranged and shipped, and return of the damaged unit has been requested. Symptoms included no adverse clinical effects, and the user reported a blood glucose value of 140 mg/dl without alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included complaint intake, user counseling on replacement logistics, and coordination for return and assessment of the damaged device. Investigation of this case revealed a hardware failure involving the display/touchscreen component consistent with external damage, with no evidence of device-generated alerts or systemic malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external impact or handling.